Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-21118. Reference MFR report: 1627487-2013-21119. The pt reported she is unable to establish communication with the ipg using the pt programmer and scs charging system. The pt stated she has not used or charged the ipg in 9-12 months due to ineffective stimulation.